Manufacturer narrative:
The factory has not yet received the device for eval and this complaint is still under investigation.

Event description:
The customer reported that the unit failed to discharge.